Event description:
It was reported that the patient with this pacemaker woke up during nighttime experienced issue in breathing and irregular heartbeats. Also, this device has depleting from 8 years to 6 years battery remaining. As of this time, this device remains in service. No adverse patient effects were reported.